Event description:
Pt developed a sunburned area on her left posterior calf and her left posterior side from a bear-hugger warming blanket.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval. As per directions received from the FDA on 12/9/99. Level I blanket warming machine; model # eq 5000-115; catalog # unk.